Event description:
It was reported that the bd nexiva¿ closed IV catheter system has been leaking. The following information was provided by the initial reporter: verbatim : customer reported over the past few weeks, on 3-4 occasions we have run into some issues regarding our bd nexiva IV¿s that we use here in the emergency room. There has been blood coming out of the port attachment directly behind the catheter (see attached image marked ¿IV¿). It has happened with 20g and 18g IV¿s and from different lot boxes.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system has been leaking. The following information was provided by the initial reporter: verbatim : customer reported over the past few weeks, on 3-4 occasions we have run into some issues regarding our bd nexiva IV¿s that we use here in the emergency room. There has been blood coming out of the port attachment directly behind the catheter (see attached image marked ¿IV¿). It has happened with 20g and 18g IV¿s and from different lot boxes.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed an opened 20g nexiva unit with no product documentation to indicate the reference or lot number. A gross visual inspection of the unit did not identify any damage to the components and no leak at the back end of the catheter adapter could be identified. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Examination of the actual product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.